Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed the system which resolved the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probale root cause of error 297 typically indicates a system integrity or boot failure, often related to the system¿s operating software. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer stated that they had a 297 error at powering on. Customer did a complete power cycle and emergency power off (epo). The system is still powering on with a 297 error. Technical support engineer (tse) explained that a field engineer would have to be dispatched to resolve the issue. Tse explained that they would open up a field service order for the field engineer to follow up. The procedure was aborted to anther dv system with no reported injury.